Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received moisture damaged at motor. We were unable to verify failed battery alarm due to blank display. We were unable to test displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call by the customer's spouse that the insulin pump had moisture damage. The customer wore his insulin pump in the swimming pool. The customer's blood glucose was unknown. The customer's stated there is fluid under the lcd display. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer's spouse stated she inserted a battery and received a failed battery test.